Manufacturer narrative:
An event of atrioventricular (av) block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extended to the left ventricular outflow tract (lvot) in mitral direction. The patient have a medical history of first degree atrioventricular (av) block and a right bundle branch block, percutaneous transluminal coronary angioplasty (ptca) with stent, and coronary artery disease. It was indicated that the patient had the valve implanted at a final depth of 5.6mm, which is deeper than the optimal 3mm and could have contributed to the reported event. Based of the information reviewed, the cause of the reported incident appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system. Prior to procedure, the patient had a first degree atrioventricular (av) block and a right bundle branch block. The calcification extended to the left ventricular outflow tract (lvot) in mitral direction. A pre-implant balloon valvuloplasty was performed with a 25mm non-abbott balloon. After the valve was deployed, the rhythm changed to a third degree av block. Ventricular pacing was required. The valve was implanted, and the distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 5.6mm. On (B)(6) 2023, a permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.